Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, when the guidewire was being withdrawn from the left ventricular lead, the coil was pulled out with the guidewire. A new lead was implanted. The patient has been discharged.

Manufacturer narrative:
As received, a complete lead measuring 85.5 cm was returned in one piece for analysis. The reported event of guidewire pulled out was not confirmed. No guidewire returned with the lead. The reported event of inner coil pulled out was confirmed. The cause of inner coil pulled out was due to the ptfe coating of the stylet was found bunched up and clogged inside the inner coil distal to the connector pin. The connector pin and crimp sleeve were found pulled out of the connector assembly and the inner coil was stretched consistent with excessive forces during the procedure.